Manufacturer narrative:
(B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of iatrogenic cushing's syndrome (not device related) is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported patient was injected with 2ml of juvéderm® volbella¿ with lidocaine in the cheeks and under eye, juvéderm® ultra 3 in the lips and the rest of the face with non-allergan filler (fillmed). A week later, patient developed general inflammation on the cheek and under eye. Patient was prescribed 60mg (3 weeks), ciprofloxacin 500mg every 12 hours for 10 days, enantyum 25mg every 8 hours for 10 days, varidase for 3 days. Three weeks later, symptoms of oedemas and marked inflammation on the under eye re-occurred. Patient was treated with corticoid 60mg (6 additional days). 11 days later, patient was treated with hyaluronidase and 6 additional days of corticoids. 6 days later, patient went to the emergency room for general malaise and swollen skin and was diagnosed with iatrogenic cushing's syndrome, deemed not related to the device. A week later, patient was treated with hyaluronidase without success. Symptom has not been resolved. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00737 (allergan complaint: (B)(6)). This MDR is being submitted for the suspect product, juvéderm® ultra 3.